Event description:
Customer reported a button error alarm on the insulin pump. He stated that he was in the pool for about 5 minutes while wearing the insulin pump and that he understood that the insulin pump was waterproof. He placed it in a bag of rice to dry it out. The blood glucose reading was 179 mg/dl. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage on the electronic assembly or motor was noted. However, the pump had a cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.